Manufacturer narrative:
(B)(4). Concomitant medical devices: stryker 6.5mm screw item unknown lot 5xbd; stryker liner item unknown lot h1576e; stryker cup item unknown lot 71703301; biomet taperloc por fmrl 5.0x130 item 103200 lot 515810. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total hip arthroplasty and was revised eleven years later due to pain and altr. The patient underwent a second revision twelve years post initial tha due to dislocation and pain. During the procedure the head was replaced as well as a competitor's cup and liner. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was confirmed by review of medical records noting patient underwent a second hip revision due to pain and dislocation. The shell, liner and head were removed and replaced. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined, however off label use was identified and could have contributed to the reported event. A competitor shell and liner in combination with a zimmer biomet head has no confirmed compatibility. A summary of the investigation results have been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.